Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
It was reported that the patient's lead had high impedances that affected therapy. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).